Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer passed away. The caller stated that it is unsure if the customer was wearing the insulin pump at time of death. The caller stated that the cause of his death was diabetes complications, but it is still pending. The caller requested to have the insulin pump back after the analysis is completed. No further information was provided.